Event description:
The customer reported experiencing a blood glucose value of over 600 mg/dl. The customer wanted and received assistance in programming the insulin pump settings. The customer was advised to monitor the blood glucose values and to call a health care professional for medical treatment if necessary. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.